Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt there was insufficient slack for the lead which caused the lead to dislodge shortly after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.